Event description:
It was reported that the patient faced occlusion event on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.